Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: 30 minutes into procedure, the doctor discovered that tip of the device was damaged. Another device was used. Operative time was not extended. No bleeding occurred. No tissue was damaged. Nothing fell into the patient cavity. No patient harm occurred.